Event description:
This lead was implanted on (B)(6) 2012 and remains implanted up to this date. A call to technical services placed on 4/10/2013 states that far field r-wave signal is noted on the lead but it is not being oversensed. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).